Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: d4: unique identifier (UDI) number changed to unknown. One full osseotite® certain® implant (ifos411) was returned for investigation. Visual evaluation of the as returned product identified minor fracture at the platform and gouges around the collar. Additionally, there was bone/blood residue around the external/internal threads due to usage. Device history record (DHR) review for the lot (2012040405) had revealed no deviations nor non-conformances which could have caused or contributed the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2012040405) and no similar event or complaint was found. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported implant fractured and was removed.